Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: was there any change in the patient¿s post-operative care due to the prolonged procedure? No, post op care was the same. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No known complications have been reported. What tissue was being sutured when the event occurred? Hip facia. Was additional dissection required in other organs/tissues other than the target tissue? No, additional dissection was not needed. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m. Related events captured via 2210968-2023-04202.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and barbed suture was used. The surgeon complained that the barbs were not catching as he passed through the hip facia tissue. He was concerned of a dehiscence so he removed the suture and tried another, but had the same result. The surgeon ran the stitch and tied it at the end and also put in interrupted vicryl stitch to be safe. The surgery was delayed for five minutes, but completed successfully using a second suture and tied interrupted vicryl. No fragments were generated. There were no patient consequences. Additional information was requested.